Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with blood glucose of 600 mg/dl. And current blood glucose was 132 mg/dl. Customer reported the following symptoms related to their high blood glucose was having frequent urination, vomiting, blurred vision, and felt crappy. Customer treated high blood glucose only with the pump. Customer stayed overnight through sunday on (B)(6) 2018. Customer wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer was at work giving a bolus. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Performed displacement test which was passed. Customer went through high blood glucose troubleshooting when she mentioned info about battery out limit messages. Customer stated that, she thinks the pump was not giving insulin and the batteries are not lasting longer than one day. Customer stated that, the pump alarmed battery out limit during normal use. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.